Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate shocks. Noise was unable to be reproduced, however out of range pacing impedance measurements were observed during testing. Tachy therapy was programmed off and the patient was admitted to the hospital. An invasive procedure was later performed. This device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.